Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 4mmx15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, the balloon was inflated three times, with the first and second inflations at 6atm within 10 seconds. Upon third inflation, it was noted that the balloon ruptured in a form of a pinhole at 6atm within 5 seconds. The rupture was found at the middle part of the balloon. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.